Event description:
It was reported that the insulin pump got stuck on fill tubing and customer was unable to rewind. Customer reported that the insulin pump alarmed low battery and she changed the battery but still cannot rewind the insulin pump. Customer's blood glucose was unknown. The customer was assisted in troubleshooting and found that customer received weak signal too. Customer was also educated regarding bolus wizard. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.